Manufacturer narrative:
The device was not returned for analysis. Hemorrhage is a known inherent risk of endovascular procedure and is documented in the our device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00219, 2029214-2017-00220.

Event description:
Citation: angioplasty as an adjuvant therapy for the treatment of acute ischemic stroke. Mohammed alhazzaa, amanda murphy, cheemun lum, marlise p. Dos santos, howard lesiuk, miguel bussierre. Le journal canadien des sciences neurologiques (volume 38, no. 4 - july 2011) page 593 - 599 medtronic receive report that 2 patient of 35 experienced symptomatic hemorrhage post intervention. However, all patients had a favorable outcome had recanalization. Angioplasty was performed using 4 mm x 10 or 20 mm or 4 mm x 7 mm balloons. Multiple slow and gentle inflations of 10-20 second durations were performed under roadmap guidance, repositioning the balloon along the occluded segment between inflations.